Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a knife was blunt. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received clarified that the blunt knife was noted during a cataract surgery. The procedure was completed with no harm to the patient. No additional information is expected.